Event description:
Pt reported that she received medical treatment for hyperglycemia on (B)(6) 2011 and that she does not believe the infusion device and infusion set were functioning correctly. Blood glucose elevated to 23 mmol/l (414 mg/dl), and she was unable to lower her blood glucose by delivering insulin through the infusion device. Pt contacted the ambulance and was treated with an insulin drip. No error messages were received on the infusion device. The infusion device was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.